Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported capsular contracture, baker grade unknown of an unknown side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was capsular contracture, baker grade iii.

Event description:
Physician reported left side with a baker grade of iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, creases flat and deformation device. Cloudy and bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Physician reported capsular contracture, baker grade iii on left side. The device was explanted.